Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The PICC line broke after being implanted on a (B)(6) year old female patient. The PICC line was removed by interventional radiology and a new cvc was inserted under general anesthesia. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation. (B)(4). The event is currently under investigation.

Event description:
The patient called alleging he had been having chest pains and when he went to the ER it was noted that the ivc filter had collapsed or partially collapsed. The filter had been placed approximately 9 years ago. He is scheduled to have the filter removed on (B)(6) 2015. It was indicated that he was involved in a motor vehicle accident several years ago and has underwent multiple surgeries as a result over the years. The ivc filter remains in the patient.

Manufacturer narrative:
Investigation: a review of the complaint history and instructions for use(IFU) was conducted for the purpose of this investigation. No product returned and no imaging provided. Therefore, it is impossible to comment on the ivc filter, which collapsed or partially collapsed. It is reported that the patient underwent multiple surgeries during filter implant period and it is known from literature, that manipulation in the area of the filter may cause changes to the filter configuration and/or to the filter placement. Also, it is impossible to comment on the chest pains, which the patient had, but filter retrieval was scheduled approx. 1 month after reported collapse was noted, i.e. No immediate filter retrieval was attempted. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Based on this information, no conclusion can be drawn.

Event description:
The patient called alleging he had been having chest pains and when he went to the ER it was noted that the ivc filter had collapsed or partially collapsed. The filter had been placed approximately 9 years ago. He is scheduled to have the filter removed on (B)(6) 2015. It was indicated that he was involved in a motor vehicle accident several years ago and has underwent multiple surgeries as a result over the years. The ivc filter remains in the patient.